Manufacturer narrative:
List of all lot numbers of the devices and quantity. 21937847 (x1). 19054113 (x3). Unknown (x2). 22751516 (x1). 22751514 (x1). 22964037 (x1). 23223768 (x1). No investigations were completed during the period.

Event description:
This report summarizes 10 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: nine (9) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: one (1) investigation was completed during the period. Product was received within original packaging confirming the reported lot number. A visual inspection of the product did not reveal any obvious defects or damage. Loi vacuum test performed also passed. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that the device and its components met all specifications prior to being released. No product deficiency was identified.